Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) battery never went past 3/4 full when charging, and the patient would be charging for 12 hours at a time. It was noted that the patient was charging at the time of report and none of the coupling bars were shaded in. The patient was instructed to position the antenna over the ins, and not over bulky clothing. The patient had poor coupling and saw the poor coupling screen. Repositioning the antenna did not resolve the issue. The antenna locate (al) feature was used and a recharge session was attempted; this resolved the issue. There were no reported patient symptoms. If additional information is received, the file will be updated. The patient¿s indications for use included spinal pain. Information was received from the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been having difficulty charging ever since implant. The patient met with a manufacturing representative (rep) and was instructed to ask for adhesive patches. No symptoms reported. Further follow-up is being conducted to determine if the adhesive patches resolve the issue. If additional information is received, the event will be updated. Follow up information received from the patient reported that adhesive patches did not quite resolve the charging issue. The patient noted that it took 4 hours and 30 minutes to charge to only 75%. If additional informations received, the event will be updated. Additional information received from the consumer reported the following change in therapy: shocking. It was stated they were in pain, thus they went to recharger their implant on (B)(6) 2016. They heard a ¿poof¿ sound, and they could feel tiny electric shock around the battery while they were recharging. It was stated the spinal cord stimulator (scs) was working fine until they heard the ¿poof¿ sound. They were afraid to use their system until the day of the report. The consumer was able to get 6 coupling bars. It was noted that since implant, they could only charge up to ¾. No trauma or falls were reported that could be related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.